Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal episode, during which the patient struck their head. Technical services (ts) reviewed the device data and noted high pacing thresholds, a two-second pause in pacing, and intermittent loss of capture (loc) despite the pacing output being set to maximum. Lead perforation was suspected, and a chest x-ray confirmed that the lead had migrated from its original location with possible perforation. The lead was subsequently replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal episode, during which the patient struck their head. Technical services (ts) reviewed the device data and noted high pacing thresholds, a two-second pause in pacing, and intermittent loss of capture (loc) despite the pacing output being set to maximum. A chest x-ray confirmed that the lead had migrated from its original location. The lead was subsequently replaced successfully. No additional adverse patient effects were reported.